Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, monopolar energy was not working on the erbe generator. Error logs showed an m-02 error. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the erbe equipment was not powered on prior to the start of the case. The procedure was completed using bipolar energy and a separate generator for non-robotic monopolar cauterization. The generator was replaced and functioning properly.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe generator to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and found to have a module timeout error leading to error m-02. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue.